Event description:
In 2009, the patient reported that for the past 4 months he has received several alarms on his insulin infusion device, and he had elevated blood glucose readings in the 400-600 mg/dl range. His normal range is 150-200 mg/dl. Symptoms were feeling like a "mac truck ran over me." He stated, he disconnected from his device and has been on injection therapy for 3 weeks, and he continues to have issues with controlling his blood glucose. The patient was instructed to check the alarm history on his device, and it showed he received e4 (occlusion) and e3 (automatic off) errors. He was educated on the error messages and assisted with turning the automatic off feature off. He stated his adapter has never been changed and is over a year old. He said the adapter will not "seal up properly." He uses his abdomen for his sites and has had multiple infections, pain and irritation at his sites. He said he is very thin and has little body fat. He was advised that for his body type he should consider an infusion headset with a shorter cannula. The patient inserted a battery into his device and performed an empty bolus and prime without error. Complimentary adapters and infusion sets were sent. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.